Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 500 mg/dl). Contact administered insulin injections to address bg. Customer¿s healthcare provider adjusted the pump settings and bolus deliveries were performed with insulin injections instead of using the pump. Contact and healthcare provider initially suspected that the customer¿s body was not absorbing the insulin being delivered. Tandem technical support performed a pump system check and pump was found to be functioning as expected. Tandem clinical diabetes specialist discussed event with contact and reviewed the pump data. It was found that the customer had been only delivering one food correction bolus a day although food was consumed multiple times. Contact monitored the customer and reported customer was "doing much better".